Event description:
During use for a cardiopulmonary bypass procedure, the roller pump was noisy, suggesting the possibility of failure of the pump head bearings. The user observed metal shavings inside of the case as well. The roller pump continued to function with respect to pumping fluid through the extracorporeal circuit. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but not concluded.